Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 585 mg/dl and manual insulin injections were administered to address bg. Pump system check was performed and air bubbles were observed in the tubing. Customer primed the tubing to remove the air bubbles and a correction bolus was delivered.